Manufacturer narrative:
One implant was returned for investigation.visual evaluation of the as returned implant identified signs of wear and bone residue around the external threads due to usage. The device could not be functionally tested for the reported failures/events (infection, bone loss and perforated sinus). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. There was no device malfunction found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report; d4: device expiration ; d4: UDI ; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h4: date of manufacture; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
Clinician reported implant placed as a two stage (submerged). Patient had pain and swelling. Doctor prescribed antibiotic to help but flared up again. Implant was removed and site regrafted with mfdb. Doctor noted bone loss and sinus perforation. Patient also presented with infection.